Manufacturer narrative:
Product event summary: the device was returned for analysis. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement, rapid battery depletion is present in (B)(6) 2017.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered an alert for recommended replacement time (rrt) and six days later the battery voltage had dropped to end of service (eos) status. The patient was transported emergently for replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis determined that the no-output/no-telemetry condition was due a severely depleted battery. However, the device the device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. Since there was no evidence of a high current drain condition, the cause of the depleted battery was not determined. No hybrid anomalies were observed. Battery analysis found a lithium iodine (li)-plating breach along the top edge of the anode separator adjacent to exposed cathode material and the cathode tab. Plated-li extended from the breach opening and touched the cathode tab. Based on this analysis, battery depletion was the result of an internal short from the li-plating breaching the anode separator and subsequently contacting the cathode tab adjacent to the anode separator breach. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.